Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. Reportedly, the user was unable to clear the alarm with pump reboot. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/11/2016 device evaluation: the device has been returned and evaluated by product analysis on 06/24/2016 with the following findings: a review of the black box and alarm history indicated call service 064 alarms had occurred. Investigation revealed internal moisture near the motor flex connector. Due to the moisture damage, additional testing for the original complaint could not be performed. Unrelated to the original complaint, investigation revealed the following: the battery compartment was cracked in two places; the display was dim and discolored; the bolus button cover was torn but the bolus button remained responsive. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).